Event description:
Report received of an audible alarm failure. A pt, diagnosis unknown, was in the coronary care unit. It was reported that pt had four concurrent unspecified solutions infusing at unspecified rates. The nurse noted that the pt's blood pressure had dropped to an unspecified level from previous readings. She checked the pump and "saw a red light flashing, but did not hear an audible alarm". She noticed one of the solution containers was empty. The pump was discontinued and a new bag of solution was hung, along with the other three solutions, on a different pump. The pt's blood pressure then returned to the expected level. The customer stated that no adverse pt sequelae occurred. Though requested no further information was available.